Manufacturer narrative:
Newport medical instruments inc is contacting the dealer in the country to obtain detail information regarding the incident. Upon receipt of information, we will submit it to medwatch program.

Event description:
The user pulled the cord from the ac power source, and the ventilator shut down. There was no death or no severe injury reported. Newport medical instruments inc is contacting the dealer to obtain detail information.